Event description:
Reportable based on device analysis completed on 20nov2024. It was reported that tip damage occurred. The target lesion was located in the hepatic artery. A 200cm x 10cm fathom -14 was selected for use in a transcatheter hepatic artery embolization. Heparin saline perfusion and continuous irrigation were performed in the whole process. During insertion, the tip of the guide wire was tortuous and could not be guided normally. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the tip of the guidewire was bent and detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was detached and bent at distal tip. No other issues were identified with the device and no patient complications were reported.